Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1700205 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are dispensing but the applier is not closing. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and close. Another attempt was made and, once again, the clip was able to properly load and close. However, the third clip was unable to properly load or close. The remaining 7 clips were fired and 2 of them were unable to properly load. The device was disassembled to inspect the internal components. Upon disassembly, it was noticed that the rotation tab was slightly bent. This could affect the end user's ability to properly load and apply clips. No other damages were found. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Three of other remarks: the ten clips were unable to load properly due to the damaged rotation tab. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips dispensing but not closing" was confirmed based upon the sample received. It was found that the rotation tab was slightly bent which could affect the end user's ability to properly load and apply clips. The device was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Three of the remaining clips were unable to properly load into the jaws of the applier. However, the other seven remaining clips were able to properly load and close. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clips are dispensing but the applier is not closing. There was no patient injury or consequence.